Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and discomfort at the pocket site. The patient underwent an implantable pulse generator (ipg) explant procedure and the explanted device was disposed of by the facility. No further information has been obtained despite good faith efforts.